Manufacturer narrative:
Siemens has completed an investigation of the event. It was stated that both emergency stop buttons at the bucky wall stand (bws) were not working. The investigation at the customer site showed that the connector for the emergency stop circuit of the bws on the rad connector board socket was incorrectly plugged on the rad-connector board (the rad-connector-board d802 is part of the rad-stand module what is responsible for system movement). Also, a jumper plugged at the socket was found which overwrites the functionality of the mentioned emergency circuit. Therefore, the emergency stop buttons at the bws were without functionality. The last preventive maintenance was performed in june 2023. The analysis of this maintenance protocol indicated that both emergency buttons on the bws were working correctly. It could not be determined when the issue may have been introduced. An individual workmanship error during service intervention is most likely but could not be confirmed. No general problem is known. According to the information received by the service technician, the problem was resolved onsite by connecting the plug for the bws emergency stop circuit into the correct socket of the rad-connector board. In general, it is recommended to the operator to perform a daily check of the emergency buttons. This is also described within the operator manual for ysio max (xpb7-030.620.01.01.02, register 5, system operation ¿ functional and safety check ¿ daily tests, chapter page 8).

Event description:
Siemens healthineers was made aware of a potential product problem associated with the ysio max system. The user stated that the movement of the bucky wall stand is not blocked when either of the two emergency stop buttons on the bucky wall stand are pressed. There was no user or patient injury associated with this issue. It is assumed that in a worst-case scenario, a minor to serious injury might be the outcome if the emergency stops cannot be activated in an emergency situation.

Manufacturer narrative:
H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: no general problem has been detected for the installed base which requires an immediate action. Manufacturers preliminary analysis: the cause for the issue is not understood yet. The investigation is ongoing. A supplemental report will be submitted if additional information becomes available upon completion of the investigation.